Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic nephrectomy, the balloon popped broken. Another port was used to resolve the issue in order to complete the case.. There was no patient injury.